Manufacturer narrative:
MDR 3003442380-2024-04232 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same kind of bent cannula events with three infusion sets on (B)(6) 2024 (twice). Symptoms were noticed within three or more hours of inserting infusion set. The site of insertion was abdomen and arm. Blood glucose levels at the time of event was 310 mg/dl. Patient was treated by using novolog pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.